Manufacturer narrative:
(B)(4) guidewire distal tip detached, exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03748 and 3005099803-2015-03749 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip of the jagwire detached, exposing the tip of the metal core wire. A second jagwire was used and during introduction, the hydrophilic tip also detached, exposing the tip of the metal core wire. No parts of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the tip of the guidewire was peeled, exposing the corewire by approximately 0.1cm. The tip of the metal corewire was not exposed. There was no evidence of corewire fracture. The complaint is not consistent with the returned guidewire since the tip was peeled and the tip of the metal corewire was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03748 and 3005099803-2015-03749 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip of the jagwire detached, exposing the tip of the metal core wire. A second jagwire was used and during introduction, the hydrophilic tip also detached, exposing the tip of the metal core wire. No parts of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.